Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). A medtronic representative went to the site to perform a system check out and they found the emitter housing was cracked due to it being dropped. The emitter was not functional. The emitter was replaced to resolve the issue. The emitter was returned for product analysis. The complaint was confirmed. The emitter housing was broken open and the internal parts were visible. The unit did not work when plugged in. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter was damaged. The emitter was not functional. There was no patient involvement.